Manufacturer narrative:
The complainant was unable to provide the upn and device serial number. Therefore, the manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2018. According to the complainant, during ablation, no flow condition alarm went off. They tried to regain saline flow by shaking the tubing, then resumed ablation but all of a sudden smoke was coming out and dark brown fluid was leaking out from the bottom of the cassette. Reportedly, there was no fluid loss alarm displayed. The cassette shut down and the case was aborted. The procedure was not completed due to this event. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be fine.